Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during an ipg revision procedure on (B)(6) 2020 the physician cut the wires leading to the penta paddle at t9 location. As a result, surgical intervention may occur later to address the issue. Please reference manufacturer report number 1627487-2022-01021 and manufacturer report number 1627487-2022-01022 for additional information for the related procedure.

Event description:
Additional information received indicate surgical intervention occurred wherein the lead was explanted on (B)(6) 2022 to address the issue.